Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). On (B)(6) 2018, it was reported that the ratchet of the unit was not working. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 3:1 ratio cutter, serial number (B)(4) for evaluation. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. This issue is being further investigated in corrective and preventative action (CAPA) (B)(4). Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) two times as documented in the repair reports in livelink. The last repair was (B)(6) 2015 where it was reported that the device had a bent comb and the roller, worn bushings, worn side plates, damaged comb, roller gear, spring pin, ball detents, shoulder bolts, and washers were replaced. This is not a related issue. Product review of the skin graft mesher on (B)(6) 2018 revealed that pre-test calibration and sample mesh could not be taken due to the bent comb. The side plates, roller, comb, roller gear, ratchet gear, ratchet pin, and ratchet spring were all damaged. The carrier guide was also damaged. The 3:1 ratio cutter, serial number (B)(4) produced a passing sample mesh. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2018 which included replacement of the roller, worn bushings, worn side plates, damaged comb, ratchet gear, ratchet pin, ratchet spring, carrier guide, and roller gear. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review it was noted that the ratchet gear, ratchet pin and ratchet spring were all damaged. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the ratchet gear, ratchet pin and ratchet spring were all damaged. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the ratchet of the unit was not working. There was no harm or delay reported. The investigation identified a bent comb. No adverse events were reported as a result of this malfunction.